Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the slightly tortuous and very narrow left main to left anterior descending artery. A 10mm x 3.00mm flextome¿ cutting balloon¿ was selected for use. An unspecified guide catheter was initially introduced; followed by several attempts of using an unspecified guidewire until it was able to cross the target lesion. When the balloon catheter was used, it was unable to cross the lesion despite many attempts. At that point, the physician inflated an unspecified high pressure balloon to widen the lesion site and finally flextome balloon was able to cross the target site and inflation was done. However, when the flextome balloon was inflated to nominal burst pressure, it was noted that the balloon ruptured. The balloon was removed and replaced with another of the same device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak in the middle of the distal markerband. A microscopic examination of the balloon material identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no damage or any issue along the length of the device. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the slightly tortuous and very narrow left main to left anterior descending artery. A 10mm x 3.00mm flextome cutting balloon was selected for use. An unspecified guide catheter was initially introduced; followed by several attempts of using an unspecified guidewire until it was able to cross the target lesion. When the balloon catheter was used, it was unable to cross the lesion despite many attempts. At that point, the physician inflated an unspecified high pressure balloon to widen the lesion site and finally flextome balloon was able to cross the target site and inflation was done. However, when the flextome balloon was inflated to nominal burst pressure, it was noted that the balloon ruptured. The balloon was removed and replaced with another of the same device. No patient complications reported and patient's status was stable.